Event description:
(B)(4). Ever since I had essure places I have lost extensive amounts of my hair. I have have gotten unexplainable rashes. Where before essure I had 2 to 3 day periods now I have 3 week long heavy painful periods. My body just hurts all the time joint pain. I have no energy anymore.